Event description:
Boston scientific received information that during implant, the helix of this right ventricular lead became tangled within the triscuspid valve and could not be advanced into the right ventricle. While no allegation was made against the lead, the lead was removed and replaced with a new lead with an extendable-retractable helix. No adverse patient effects were reported.

Manufacturer narrative:
The device is not scheduled to be returned to boston scientific, crm for analysis. Boston scientific, crm will provide additional information if it becomes available and an updated report will be submitted.